Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pegasus pnk 20 ga x 1.16 in prn-cap y tubing "burst" when injecting contrast agent. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, when injecting contrast agent into the patient, the high-pressure injection of the vein indwelling needle with closed needle puncture proof needle was prolonged, so the tube burst, and the patient needed to be re-punctured, and the patient was then punctured twice".

Event description:
It was reported that the pegasus pnk 20ga x 1.16in prn-cap y tubing "burst" when injecting contrast agent. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, when injecting contrast agent into the patient, the high-pressure injection of the vein indwelling needle with closed needle puncture proof needle was prolonged, so the tube burst, and the patient needed to be re-punctured, and the patient was then punctured twice".

Manufacturer narrative:
H.6. Investigation summary. A device history review was conducted for lot number 9360878. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, we were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.